Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During testing, the service repair technician identified the device had white residue in air water and auxiliary channel. There was no patient involvement.